Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed system update and then power cycled the system to correct the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that patient side cart (psc) is not able to connect. The tse had customer hard cycle psc and vision side cart (vsc), reseat and replace blue fibers with no changes. The procedure was aborted to another dv system with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was aborted to another dv system. There was no patient involvement. The field service engineer performed the system update and after power cycling, the issue got resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the system had a message that update would be completed during the next startup. The fse then replaced the patient side cart (psc) common compute controller (ccc) and blue fiber cable due to the reported error 31089. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc was installed into in-house known good system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to psc ccc. The ff3 was replaced with a known good cable, after which the psc ccc was functional as expected. However, when the original ff3 was reinstalled, the fault reoccurred. The root cause is attributed to a faulty ff3 in the psc ccc.

Event description:
Refer to h11 for follow-up information.